Manufacturer narrative:
Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The user performed the gas change, skipped the scanner test and performed the needed energy check, eyetracker test and fluence test without any issue. The logfile shows successfully performed treatments. The review of the complete day shows no abnormalities or deviations. The user performed energy checks before each patient. The energy was stable during the whole day. All treatments were performed successfully without any issue and the eyetracker was activated during the complete day. No abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. A video has been provided showing that during ablation a sponge is usually used to protect the hinge but at the same time interfering with the treatment. During an on site visit the field service engineer(fse) found the bed position was off in y-direction, this however could not be determined conclusively as root cause for the reported event. Fse repositioned the patient bed, repositioned the laser as a preventive measure, and performed preventive maintenance and a full system check. The root cause could be determined as user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported a patient with under correction of the astigmatism post lasik. A second operation was required additional information has been requested. There are multiple reports for this event. This report addresses the patient two, left eye, and another manufacturer report will be filed for the other patients.